Event description:
Patient reported that the freedom pump is making a grinding sound and not processing the medication for administration. Unknown when patient started using the pump, pt reports pump was dispensed from (B)(6) not (B)(6). No side effects or missed doses reported as a result of defective pump. Manufacturer lot/ serial number and expiration dates are unknown. Unknown if patient has pump on hand for return. Unknown if md aware. No further information. Reported to (B)(6) by pt/caregiver.